Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating that the word trim up or trimming up should actually be turn up or turning up. There was no known reason balance may have have been affected by the stimulator. This was confirmed by the account.

Manufacturer narrative:
Date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient has spasmodic disphonia related to "and" old stroke 20 years ago and started to become a little work with progression. The patient decided to use their programmer to trim up the device on the right body to see if the voice would improve which it seemed. However to trim up the device on the right body to see if the voice would improve which it seemed. However she then started noticing an increase in falls and fell one time so hard that she fractured her patella and dislodged her bladder all of which requires 3 surgeries to repair. She then decided to lower her stimulation back to original settings and the falls have decreased since doing this. Unknown reason for increased spasmodic disphonia (voice spasms). Diagnostics/troubleshooting included impedances being checked today and everything is within normal limits. Interventions/actions included lowering her device back to her original settings seemed to have helped with the increased falls she was noticing after she had increased her right side settings. The patient still has minimal falls but not as often as during the increase. The issue is reported to be resolved. No further complications were reported or anticipated with this event.